Event description:
The customer reported that the systems' monitors were black, the remote user interface would not work, the monitor and keyboard covers were cracked, and the wheel handle was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the left and the right monitors and the remote user interface as well as the cracked monitor cover and the keyboard assembly. The system was tested and found to be working as intended and put back in service.